Event description:
It was reported by the sales rep that a black substance came out of the attachment with the irrigation. The attachment was being used during a cochlear implant surgery. The black substance was described as very grainy and viscous. The doctor reported to the sales rep that the substance could be seen on the flutes of the cutting accessory. When a bulb was used to irrigate the attachment, more of the substance came out. The black substance fell into the surgical site. The doctor continued to irrigate and flush it with a bulb syringes. No additional treatment was given. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of (B) (4) 2009, the handpiece has not been returned for evaluation. No conclusion can be drawn.